Event description:
It was noted the procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the torque wrench handle (product code: 2770-40-510, lot number: bv652876) was returned to the complaint handling unit (chu) on january 17th, 2020. The returned torque handle featured a limited amount of superficial wear in the form of nicks and scuff marks on its surface. Attempting to adjust the torque setting found that the device could not be moved by hand from its torque setting of 80 in lb. The device was submitted for torque testing with calibration performed last on august 26th, 2019 and next due on august 30th, 2020. The handle passed all tests at the 80 in lb setting. The amount of torque exerted was within tolerances . The handle was not submitted for disassembly. The potential defects inside the moving components of the torque setting feature are suspected to be minimal. The torque handle may be stuck within its current settings due to wear and/or rust to the internal components of the device, irregular maintenance, and lack of lubrication. A review of the incoming inspection (ri) records was performed on the torque wrench handle (product code: 2770-40-510, lot number: bv652876). This lot was produced as a single batch consisting of (B)(4) units released to stock on october 5th, 2011. No discrepancies were observed during the manufacturing process. As a result, a review of the ri identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. This device was released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting . The root cause of the torque handle not being able to have its torque setting changed cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear to the internal components of the device, irregular maintenance, and lack of lubrication may be contributing factors. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of this product. Therefore, this complaint file will be closed with no further action required. Device history lot. A review of the incoming inspection (ri) records was performed on the torque wrench handle (product code: 2770-40-510, lot number: bv652876). This lot was produced as a single batch consisting of (B)(4) units released to stock on october 5th, 2011. No discrepancies were observed during the manufacturing process. As a result, a review of the ri identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. This device was released accomplishing all quality requirements. Device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that revision surgery had to be performed one (1) week following scoliosis surgery due to loosening of 8 innies on the right side of the patient; not in the screw head anymore (expedium single innie). The torque limiting handle worked fine during surgery, but surgeon is concerned that the torque limit is correct. They expressed that if the torque limit of the handle was not correct, this may be a possible cause for the loosening of the innie¿s. This report is for a torque wrench. This is report 1 of 2 for (B)(4). Please refer to (B)(4) for the revision surgery.